Event description:
Medtronic received information regarding a valve/shunt. It was reported that despite the presence of pressured cerebrospinal fluid (csf), when the proximal side of the shunt was implanted in the patient, no csf flow was observed from the distal end when the pump and distal end were connected. Even when the tip was lowered below the ventricle level, no csf flow was observed despite the flow of csf by pumping. The patient was placed on drainage and an adjustable shunt was implanted. The patient's status at the time of the report was alive-no injury. Additional information received reported that the patient developed hydrocephalus because the shunt did not function after the procedure. The patient experienced epileptic seizures and spontaneous respiratory loss and were connected to mechanical ventilators, that in patient undergoing revision, an evd had to be inserted, on grounds the shunt was seen to be functioning by pumping.

Manufacturer narrative:
Additional information received indicated the event pertained to a separate event. This event was previously reported under regulatory report 9612501-2025-02179. Any further information for the event will be reported under this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.